Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had flushed drive support cap and high blood glucose of 340mg/dl. Customer was treated with insulin pump and customer¿s current blood glucose was 338mg/dl. Insulin pump will not be returned for analysis.